Manufacturer narrative:
(B)(4). By all accounts, the device in question did not malfunction or experience any failure that contributed to this incident.. The end user was allegedly under the influence of alcohol when he drove the wheelchair into oncoming traffic and was struck by a vehicle. At this point in time, there is RMA issued for the return of this device; therefore, no evaluation is expected to be performed on the chair. Should any additional information related to this incident become available in the future, a follow up will be filed.

Event description:
The patient was involved in an accident. The patient was in his wheelchair, allegedly drunk, and drove into the passage of a truck and has life threatening injuries. End user eventually died as a result of the injuries sustained from the incident.

Manufacturer narrative:
(B)(4). Should additional information become available a supplemental record will be filed. (B)(4) - by all accounts, the device in question did not malfunction or experience any failure that contributed to this incident.. The end user was allegedly under the influence of alcohol when he drove the wheelchair into oncoming traffic and was struck by a vehicle. At this point in time, there is RMA issued for the return of this device; therefore, no evaluation is expected to be performed on the chair. Should any additional information related to this incident become available in the future, a follow up will be filed.

Event description:
Update from 12/09/2015 added by complaint handling unit: confirmed with officer (B)(6) date and time of death was (B)(6) 2015 at 3:50 pm. The patient was involved in an accident. The patient was in his wheelchair, allegedly drunk, and drove into the passage of a truck and has life threatening injuries. End user eventually died as a result of the injuries sustained from the incident.